Event description:
Co was informed a pt underwent a stone retrieval of the first stone was uneventful. However, difficulties were encountered upon retrieval of the second stone. The stone was encapsulated in the basket but removal of the stone and basket met with resistance. The basket with the encapsulated stone were left in the pt for several days. Approx. Six days later the stone was crushed utilizing another device and the basket was removed at that time. The pt tolerated this event well. The user facility retained this device, therefore, no evaluation will be available. Based on the info co was able to obtain it appears the encapsulated stone was too large to be removed endoscopically. No malfunction of the device was reported. Dfu's: directions for use state: "do not use basket if stone is too large to be removed endoscopically or held in the basket."